Event description:
Vaginal incision never properly healed over from original implantation and t-sling never incorporated into native tissue. Full width of sling exposed. Surgeon removed sling from mid-line, bi-laterally as far as he could reach. Lot number unavailable.